Event description:
This event was reported as patient had a right femoral artery embolectomy procedure, 8 days after ring implant. Source of embolus not provided. Ring remains implanted. No further information was provided.